Event description:
A report was received that while programming a pt, the bsn rep and pt both had trouble communicating with the implant. The pt had a lead revision surgery recently, and monopolar electrocautery was used. Further analysis of the pt's database by a bsn engineer revealed damage to the ipg. The surgeon replaced the ipg and the pt is reportedly doing well.